Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05002.

Event description:
During the pre-decontamination of the returned commander delivery system, the inflation balloon/crimp balloon (I/c) bond was observed to be torn. The flex tip was also separated. During a mitral valve in valve procedure, a 29mm sapien 3 valve was implanted in a failing surgical mitral valve. A 16fr esheath was inserted. The sapien 3 valve and delivery system were advanced though the sheath. Following the advancement of the valve, difficulties were encountered mounting the valve onto the delivery system balloon in the vena cava (vc). In addition to the limited working space in the vc due to patient factors (angulation, tortuosity, short anatomy), the balloon appeared to be getting caught on the strut of the stent and would not mount. After several attempts, the decision was made to remove the system. During removal, the sheath was damaged, and a new sheath was prepared. Due to the vc space limitations, the decision was made to use a 26mm sapien 3 ultra valve, with a smaller profile, and deploy with additional volume. The sapien 3 ultra valve was successfully mounted on the balloon and deployed in the pre-existing surgical mitral valve. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the delivery system was received exposed through the torn sheath liner. The guidewire lumen to the nose tip bond was separated, but connected by the balloon spring. The valve was crimped on the proximal inflation balloon. No abnormalities were observed on the valve. The inflation balloon/crimp balloon (I/c) bond was separated. The flex tip was also separated and located inside the sheath, near the comnut. Stretching was observed on the flex tip and flex shaft bond area. The sheath liner was torn the entire length of the shaft and gouges were observed on the flex tip. No relevant case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. During functional testing, gross alignment was able to performed without issue. The system was able to be fully locked and unlocked, and then fine adjust was successfully performed. The collet/locknut engagement force measurement was also taken. All measurements were within specification. Dimensional analysis of the double wall thickness of the crimp balloon was performed. All measurements were within specification. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint history review was performed from september 2020 through august 2021 for the commander delivery system (all models and sizes). Other similar complaints were identified for the appropriate complaint codes. Available information suggests patient factors (calcification, tortuosity, vessel size) and/or procedural factors (withdrawal of crimped valve, withdrawal of burst/torn balloon, non-coaxial withdrawal, partially expanded valve, withdrawal of bent valve strut/damaged valve, excessive manipulation, residual fluid, improper withdrawal technique, improper flex tip position, sheath position, retrieval with damaged sheath) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'following the advancement of the valve, difficulties were encountered mounting the valve onto the delivery system balloon in the vena cava (vc). In addition to the limited working space in the vc due to patient factors (angulation, tortuosity, short anatomy).' If tortuosity is present in the vasculature, it may be difficult to advance the thv over the balloon. Additionally, if thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and 'dive' into the lumen of the flex tip, as evidenced by the observed flex tip gouges. If the thv is unseated during alignment, it can result in additional valve alignment forces. Available information suggests patient (tortuosity) and procedural factors (valve alignment performed in non-straight section) contributed to the complaint event. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified, high forces on the system during withdrawal may result in crimp balloon tearing prior to withdrawal of delivery system. Per the cer, there was tortuosity present in the vessels. Tortuosity can create a challenging path for the withdrawal of the delivery system through sheath such as non-coaxial withdrawal which could have causing the withdrawal difficulties noted and the subsequent balloon tearing due to the excessive manipulation used in attempted removal of the delivery system from sheath. Additionally, during product evaluation, the delivery system with the crimped valve appeared to be stuck in the sheath housing. Per the training manual, the delivery system with undeployed crimped valve should be removed with the sheath as a single unit. It is possible that the device was excessively manipulated upon retrieval of the delivery system/crimped valve inside the sheath housing. Attempts to retrieve the delivery system with crimped valve through the sheath can cause the delivery system to get caught on the sheath housing seals. In such condition, continuing to pull the delivery system with excessive manipulation can cause the distal tip to separate from the guidewire lumen and the flex tip to separate from the flex shaft. Continuing to pull the delivery system with excessive manipulation can cause the flex tip to separate from the flex shaft. Based on the nature of the tear, the bond between the flex tip and flex shaft appears to have been stretched to failure. If this was an inadequate bond (due to manufacturing) then there would be more of a clean separation between the two components, but from the stretching/rigidity of the break that was seen on the bond of the returned device the bond was pulled passed its tensile point. Potentially occurred during the retrieval of the delivery system through sheath using excessive manipulation. Available information suggests patient (tortuosity) and procedural factors (non-coaxial withdrawal, improper withdrawal technique, excessive manipulation) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected information: in section g3 of the initial report, the initial event aware date of (B)(6) 2021 was used in error. The correct aware date should have been reported as (B)(6) 2021.